Event description:
It was reported to philips that fluoroscopy was not available, issue with image storage. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. The customer was performing a diagnostic procedure, and it was completed as planned because, on this system, the user is only using fluoro, so there was no real impact. The philips field service engineer (fse) inspected the system on-site and confirmed inconsistent image storage. Upon troubleshooting, the fse found a bad ippc disk. To resolve the issue, the fse replaced the ippc and two image disks. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue did not impact the completion of the procedure. The procedure was completed as planned on the same system, with no impact and no delay on the completion of the procedure, patient, or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.